Manufacturer narrative:
(B)(4)

Event description:
It was reported "the tip of the dilator was split and broke off during the insertion." Device was removed and a new device was used. No patient harm or injury. The patient's condition is reported as "fine". Associated MDR numbers 3006425876-2024-00063 and 3006425876-2024-00064.

Event description:
It was reported "the tip of the dilator was split and broke off during the insertion." Device was removed and and a new device was used. No patient harm or injury. The patient's condition is reported as "fine". Associated MDR numbers 3006425876-2024-00063 and 3006425876-2024-00064.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened cvc kit for analysis. The customer reported that the dilator was "split and broke off during the insertion", which indicates that the dilator was used. Therefore, a representative sample was returned for analysis. Visual analysis revealed no obvious defects or anomalies with the returned dilator or other components within the kit. Visual analysis of the reported dilator could not be performed as it was not returned. The kit was opened to further analyze the dilator. The instructions for use (IFU) provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was threaded through dilator with little to no resistance functional analysis of the reported dilator could not be performed as it was not returned. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a dilator tip damage could not be confirmed based on the investigation. The customer returned one unopened kit for analysis, but it was reported that the dilator damage was found during use. Therefore, the returned kit is a representative sample. The dilator as part of the kit passed all relevant requirements, and a device history record review was performed with no relevant findings. Based on the customer report and without the reported dilator returned for analysis, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.